Manufacturer narrative:
The analysis results for the el5ml instrument found that it was returned with the jaw ramp broken on the left side and a piece of the cam broken. In addition, the instrument was noted to be empty and with the lock out mechanism fired through. The instrument is designed to lockout when all the clips have been fired. However, it was noted that the orange indicator was beyond its intended position due to the lockout mechanism being fired through. No testing could be performed as the instrument was returned empty. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap chole procedure, it is unknown what happened. Another device was used to complete the procedure. There was no patient consequence.